Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. As a result of comparing the device with the same model that olympus owns, olympus could not confirm any differences in hardness or meandering, and the phenomenon did not occur. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera lll gastrointestinal videoscope insertion tube was hard and when it was angled, it was difficult to use. The issue was found during preparation for an unspecified procedure, which was completed using the same device with no impact to the patient.